Manufacturer narrative:
H11: the device was received for evaluation. The pump underwent functional fluid delivery and flow accuracy testing at a rate of 20ml/hour with volume to be infused of 20ml and the short, simulated therapy was successfully performed. A review of the event history log revealed "downstream occlusion" messages. A review of device history revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition could not be determined. Full calibration and release testing were performed to ensure proper functionality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syr was unable to clear downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.